Event description:
Received information that load filling was stopped at 9.8 units and a message asking for minimum of 50 units of insulin was displayed. Reportedly, the cartridge had been filed with more than 150 units. There was no known impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental repot will be submitted.